Manufacturer narrative:
Evaluation to be conducted by manufacturer. Result: evaluation needs to be completed. Conclusions: no conclusion until evaluation is completed. Approximately nineteen minutes into the study, the patient alarmed that her arm was feeling warm. After a brief examination by the technologist, the cable that connects the bottom to the top of the torso speeder coil increased in temperature and had burned the inner arm of the patient. During the study, the patient's arms were next to her sides, and while scanning, the cable from the coil was touching the patient's arm. The patient was wearing a hospital gown and no metal objects were identified to be on her body. The patient was repositioned with hands above her head and the study was completed. The burn was approximately 5 inches long by 3/4 of an inch wide. The patient was then taken to the emergency room and the burn was identified by the doctor as a first degree burn. The patient was given a salve for the burn. The coil is being returned to the manufacturer for investigation.

Event description:
A patient was allegedly burned by a cable on the torso speeder coil. The burn apparently was located on the patient's inner arm from top of the bicep to the soft tissue of the lower portion of the arm.